Manufacturer narrative:
(B)(4). Attempts to obtain the device performed, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2020 and suture was used. The suture broke while suturing in palate area. Another suture of the same like product was used to complete. No patient consequence.